Manufacturer narrative:
This report is being amended to reflect changes. This device is used for treatment. Visual inspection confirmed that one of the ball bearings were missing and returned. Spring of the detached ball bearing was not returned. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. The surface of the device appears to be scuffed and discolored. There are wear marks and scratches all over the device. Measured dimensions were conforming to print specifications. The hospital did use ultrasonic cleaners to clean their instruments as indicated by sales representative but the details of that process are unknown. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on (B)(6) 2014. FDA recall z-1052-2015 contains all tasp shim lots. The reported tasp shims in this complaint were manufactured before the design modification.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the shim is missing ball bearings.